Manufacturer narrative:
(B)(4). The reported condition of as50 pump with error m013050 cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Event description:
The facility reported an as50 pump with error m013050, which occurred while the pump was delivering an unknown medication. The medication was transferred to a spare syringe pump. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.